Event description:
The customer reported to a baxter corporate product surveillance of two vital hold extension sets had a no flow after the solution bag was spiked. A continu-flo primary set was connected with the extension set. The condition occurred during priming. There was no patient injury or medical intervention necessary. No additional information is available. This is report 1 of 2 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no deviations were found during the manufacture of this lot. The product code reported in this situation is for a kit and it is 510k excempt; however, the component of the kit that malfunctioned was the catheter extension set, which contains a 510k number.